Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the 2 infusion set cannulas were kinked on (B)(6) 2024 respectively. The infusion set was in use for 3 or more hours after insertion. The location of site was upper buttocks and abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.